Event description:
On (B)(6) 2012, the distributor contacted animas stating that the patient experienced a high blood glucose value of over 500 mg/dl. The patient reportedly bolused and stated that the pump did not alarm for occlusion. There was no additional information available for this complaint. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation that the pump did not emit any alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): no defect was found. An occlusion was induced and the pump gives the appropriate visual and audible occlusion alarm. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No occlusions occurred during testing .rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. There are no occlusions in the black box or alarm history. No high forces observed in the black box. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.